Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. However, the event likely occurred, due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented, by following the instructions, for use which state: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged. And could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
The customer returned a demo evis exera ii ultrasound gastrovideoscope. Inspection and testing of the returned device found that the distal end had a crack. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that up/down knob could not be locked securely due to wear of the forceps lever. The pain on the air/water cylinder was peeled and the scope cover and body had discoloration. The grip had a scratch and the charge coupled device cable length needed to be repaired. A foggy image occurred due to damage to the objective lens. The objective lens had a scratch and the adhesive on the bending section rubber had a chip. The connecting tube also had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.